Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (CRT-D) system passed away. The physician was contacted from the mortuary to deactivate the device post-mortem. Upon interrogation, the device recorded a Code 1005. Subsequently, the device was explanted and is expected to be returned. Technical Services was consulted to review the device data. TS informed that a Code 1005 occurs due to high shock lead impedance measurements measuring greater than 145 Ohms. A review of lead trends show there was a gradual increase in shock lead impedances. It appears that the death is related due to undersensing and ineffective therapy.